Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was getting a compromised force sensor system alarm on the insulin pump. Customer's blood glucose is 308 mg/dl. Customer only has novolog for insulin. Customer stated that the alarm occurred during the rewind/prime sequence. Customer was assisted with programming the time and date. Customer programmed a normal bolus into the air and the bolus amount was recorded in the bolus history. Customer stated that a temp basal was not programmed before the alarm occurred. Customer was advised that the pump will need to be replaced. Customer stated that she will hold onto her pump until she receives her replacement pump.